Event description:
It was reported that when the surgeon was inserting a screw into the iliac wing. The tip of the driver broke off inside the screw hex on the last turn of the second screw implanted. The broken tip was lodged in the screw head and could not be removed. The screw was left in place and the procedure completed. As an unintended portion of the device was left in the body an MDR was filed to document this event.

Manufacturer narrative:
Device was returned with the tip broken off. The driver is 3-years old and the condition of the tip prior to breakage is unknown. The broken tip was left in the screw hex. A rod was placed in the screw head and locked down. A definitive cause of the event cannot be determined. Events this type are typically caused by excessive force placed on the instrument during final tightening. Caution should be taken not to over-torque the instrument during final tightening and to inspect it prior to use for signs of wear.